Event description:
The customer contacted stryker to report that their device would not power on with ac power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker advised the customer that their device is not serviceable and is no longer under warranty. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was not returned to stryker for evaluation.